Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is poor condition. The complaint says: ¿after t1 was implanted, t2 fell off¿. Only a tiny segment of suture with t1 attached was returned. The depth limiter is flared at the distal tip. The delivery needle is quite bent, bowed and twisted. Per IFU: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Inadvertent damage to the needle can bind or release the anchor when not intended to. A functional test failed due to the damage the needle has acquired. The device no longer cycles or actuates correctly. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.

Event description:
It was reported that during a meniscal repair surgery, after t1 of fast-fix 360 was implanted, t2 fell off. No patient injury was reported.